Event description:
It was reported that during a procedure, metal shavings were coming out of the wire collet. No metal shavings entered the surgical site. A readily available alternate wire collet was used to complete the procedure without incident.

Manufacturer narrative:
It is not possible to determine the cause of the event without an evaluation of the device. Additional information will be submitted if the device is received and the quality investigation is completed.